Manufacturer narrative:
An event regarding pain related to a trident acetabular shell was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that patient is experiencing pain. Surgeon removed cup, liner, and head.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 623-00-40e, lot # mkm42y, description: trident 0 deg insert 40mm.cat # 6260-9-140, lot # unk, description: v40 cocr lfit head 40mm/+0.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient is experiencing pain. Surgeon removed cup, liner, and head.